Event description:
Facility reported: "indwelling foley catheter with bladder temperature thermoster as placed in o.r. For temperature recording approx 0900. At approximately 1420 hours, monitor alarmed for "temperature out of range." At this time, the catheter was found to be curled at its distal end. "Fried noodle" is description from caregiver. There was no adverse outcome to the pt. The distal end was several inches from the pt."